Event description:
It was reported that during a da vinci assisted surgical procedure, intuitive surgical, inc. (Isi) technical support engineer (tse) received a report that universal surgical manipulator (usm) 1 stopped working and that the team continued the procedure using arms 2, 3, and 4. The tse stated that error logs would be reviewed and documented the issue as a usm1 cannula sensor error with mismatched magnetic cannula sensor pair values, indicating a possible hardware-related condition. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.